Event description:
The physician experienced difficulty inserting the device due to a tortuous 90 degree angle left common iliac artery. An abdomen compression was performed. There was also difficulty in retracting the jacket. The jacket eventually retracted. The contralateral wire caught on hooks and was able to be resolved. The superior, and contralateral attachment systems were deployed. The ipsilateral attachment system was deployed. While removing the device, the jacket guard got stuck in the ipsilateral limb, and broken inside the pt. An extension of the original groin incision was made to retrieve the broken piece. Pt recovered without complication and went home two days post-op.